Event description:
It was reported that during a stone retrieval procedure using a segura hemisphere basket, resistance was encountered during withdrawal and perforation of the ureter was noted. The stone was successfully retrieved with this unit and a stent was placed in the ureter. The patient is fine. The device was returned and evaluated by this manufacturer. The engineering evaluation indicated that the outer sheath buckled approximately 4.5 cm from the proximal hub. The basket was slightly deformed. A lot history search revealed no prior complaints being reported. User error and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. MFR's dfu states "precaution: kinks in the sheath will hinder the mechanical operation of the basket." "Caution: if resistance is encountered while attempting to withdraw the basket into the sheath or the sheath through the scope, do not exert excessive force."